Manufacturer narrative:
Sec e1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown.

Event description:
It was reported via a medwatch report that a death occurred. It was reported that a left atrial appendage (laa) closure procedure was being performed. At an unspecified time during the procedure, the patient's pressure dropped. A catheter was used to check for an effusion or perforation. No pericardial effusion or perforation was visualized. Cardiopulmonary resuscitation (CPR) was then performed, and a code was called. The patient expired 30 minutes after calling the code. The reporter did not know any other details at the time of the report.